Event description:
Customer reported a past high blood glucose event with the highest level indicated as "high," although the specific value was unknown. Cause was not known. The customer administered a correction bolus via the pump, and technical support recommended consulting with a healthcare provider to discuss potential factors affecting blood glucose levels, which the customer understood.